Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. Final analysis found that as received, a complete lead was returned in one-piece. Visual examination found the helix retracted and clogged with blood/tissue. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/ tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were noted.

Event description:
It was reported that the patient presented for an implant procedure. During device preparation, the atrial lead's helix was unable to extend and had unspecified issues with helix rotation. The lead was not used and replaced. There were no patient consequences.